Manufacturer narrative:
Eval anticipated but not begun.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function. Control of pumps and safety sensors remained available through redundant local controls. The pump console was replaced. There was no adverse consequence to the pt as a result of this event.